Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the laptop 1200 ventilator was brought into the magnetic resonance imaging (MRI) and was sucked into the bore of the magnet during patient use. Furthermore, the patient was removed from the vent but no patient harm associated with the reported event.